Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. However, the orange indicator did not show up. The instrument is designed to lock out after all the clips have been fired. Please note this condition is unrelated with the event reported. No conclusion could be reached as to what may have caused the incident reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap unknown procedure, the clip was malformed. Some clips were fed into the jaws sideways, some clips were fed into the jaws properly. The event occurred from the 1st firing. The device was used on the blood vessel. There was no damage on the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.